Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted to update information about the lot number and hospital entity received on (B)(6) 2025.

Event description:
The health and youth care inspectorate is the competent authority regarding medical devices in the netherlands. The inspectorate has become aware of a serious incident in a hospital in the netherlands, involving a ¿greenen pancreatic stent¿ (ref (B)(4)), manufactured by cook ireland ltd. The incident took place on (B)(6) 2023. Incident description: the hospital, reported that the mentioned stent, was implanted in reversed direction. At current, the patient has developed a chronic pancreatitis. Understanding intended use and use instructions: in order to understand the intended use and the use instructions, relevant for the ¿greenen pancreatic stent¿, the inspectorate herewith asks you to provide the inspectorate with the latest version of the intended use descriptions as well as the instructions for use (¿IFU¿) for the product ¿greenen pancreatic stent¿ (ref (B)(4)), manufactured by cook ireland ltd. At current, the patient has developed a chronic pancreatitis. 'There is a discrepancy relating to the lot number resulting in the device manufacturing date being after the date of the event. Clarification has been requested on confirmation of the lot number and a response is yet to be received. Once confirmed a supplemental report will be submitted.'

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025.

Manufacturer narrative:
Device evaluation: the device evaluation of the gpsos-5-5 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Pouch image with the stent details was shared by the customer. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: the precaution section of the instructions for use (ifu0055), which accompanies this device instructs the user to: "the positioning sleeve* or the pigtail straightener* is not intended for use in the accessory channel of the endoscope. The tapered tip end of the stent* must be positioned in the pancreatic duct while the other end remains in the duodenum." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of user error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the stent was placed in reversed direction, which could have led to the chronic pancreatitis. As per the IFU, the tapered tip end of the stent must be positioned in the pancreatic duct while the other end remains in the duodenum. Summary: complaint is confirmed based on the customer and/or rep testimony. According to the reported, the patient had developed chronic pancreatitis. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of user error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the stent was placed in reversed direction, which eventually could have led to the chronic pancreatitis.